Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. It was unknown whether a peritoneal effluent culture was performed. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd888131 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.